Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained black-white and did not change to black-black until it was completely withdrawn from the body. The procedure was completed using manual compression. There was no reported patient injury. The user is trained to the device. The procedure was completed using manual compression. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Blood flow decreased as the device was withdrawn. The physician did not have the thumb placed on the plug deployment button during retraction. The plug button could not be pressed either. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) remained black-white and did not change to black-black until it was completely withdrawn from the body. The procedure was completed using manual compression. There was no reported patient injury. The user is trained to the device. The procedure used a retrograde approach. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. Blood flow decreased as the device was withdrawn. The physician did not have the thumb placed on the plug deployment button during retraction. The plug button could not be pressed either. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted inside an unknown non-cordis catheter sheath introducer (csi) of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set at its original position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information provided and the product analysis, the reported event of indicator window no change to indicator¿ was not observed. The device was received un-deployed and presented no damages or anomalies. The functional analysis was performed successfully. The indicator window achieved the three stages deploying the plug as expected and the deployment lever perform properly. The exact cause of the reported event could not be determined during the product analysis. It is possible that procedural/anatomical factors, such as the calcification of the vessel reported, could have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.